Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. During system check with tandem technical support, the root cause could not be determined because customer declined to fill and load a new cartridge. Customer successfully resumed insulin delivery. Customer's blood glucose was 150 mg/dl at time of event.